Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage noted in force sensor. Intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. The insulin pump was monitored. No weak battery alarms noted. All operating currents tested within specified range. Missing end cap sticker noted during visual inspection.

Event description:
The customer called to report that the insulin pump stopped working while he was in a bike race, and ended up in an ambulance. The customer stated that the insulin pump gave weak battery, motor error and button error alarms. The customer did not press any button for more than three minutes. The customer stated that the insulin pump reset itself, and he couldn't program it because the numbers began ramping up on their own. The customer also stated that he did not expose the insulin pump to moisture, but the screen is filled with water and bubbles. Advised the customer that the insulin pump would be replaced. Nothing further was reported.